Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing increased low back and left leg pain due to lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was just added.

Event description:
A report was received that the patient was experiencing increased low back and left leg pain due to lead migration. The patient will undergo a revision procedure.